Manufacturer narrative:
Examination of the returned product confirmed a small portion of the perimeter broke off, the broken piece was not returned. Fracture features are consistent with an overload initiating from the outer surface. This is consistent with misuse, due to removal of the trial without fully disengaging the threaded bolt. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Poly trial is broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.